Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: (investigation result) the returned jagtome rx 44 was analyzed, and a visual and microscopic inspection found that the wire anchor was blackened and also got dislodged or dislocated from distal pierce hole, the working length was torn. The cutting wire was not broken. The guidewire was not returned. No other problems with the device were noted. The reported event of cutting wire break was not confirmed. Upon analysis, it was found that the wire anchor was blackened and got dislodged or dislocated from distal pierce hole. Additionally, the working length was torn. This condition could have been caused by submitting the cutting wire to tension during the handle actuation, in addition with the possibility of the device being energized during the handle actuation. Also bowing the device without being completely out of the scope can lead to tear and displacing or dislodge the cutting wire anchor from its position. Based on all gathered information, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was attempted to be used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the head nurse successfully unpacked the jagtome without encountering any problems or signs of damage. They proceeded to insert the tome through the working channel. However, when attempting to access the papilla, they noticed something was wrong. Upon reviewing the video feed, they observed that the wire near the tip was broken. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was attempted to be used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the head nurse successfully unpacked the jagtome without encountering any problems or signs of damage. They proceeded to insert the tome through the working channel. However, when attempting to access the papilla, they noticed something was wrong. Upon reviewing the video feed, they observed that the wire near the tip was broken. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another jagtome rx 44. There were no patient complications reported as a result of this event.